Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: black box shows dates from 8/30/2015 - 9/7/2015. Black box data from time of complaint has been overwritten. Current bb shows no evidence of short battery life. Pump powers with returned battery cap. Battery cap is able to fully tighten however "coin slot" on top of battery cap is damaged. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment and underside of battery cap. Current draws are within specifications. A battery life issue was not duplicated during investigation. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.